Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. .

Event description:
It was reported that this right ventricular (rv) exhibited undersensing and required intervention. The patient has arrhythmogenic right ventricular dysplasia. This disease is degenerative and consists in the transformation of heart muscle tissue into adipose tissue. Additionally, the patient was hospitalized for cardiac arrest. The implanted defibrillator saved his life by delivering several shocks. This rv lead was capped and a new rv lead was implanted. No additional adverse patient effects were reported. This rv lead will not return for analysis, this rv lead remains implanted but electrically deactivated.